Event description:
It was reported that occlusion alarms occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. Reportedly, the customer reverted to an alternate method of insulin therapy. No additional information was provided.